Manufacturer narrative:
Fge catheter, biliary, diagnostic - biliary stent - metal.

Event description:
An ercp was being performed where two previously placed zilver stents are in place in the left and right hilum. The user cannulated both sides with 2 different wires and balloon sweeps were performed. An extraction balloon was used to remove some tumor ingrowth. The 6mm titan balloon was used to dilated both sides. Two johlin pancreatic wedge stents were placed. While the user was deploying one of the stents, pulling back on the guiding catheter, the white knob on the end of the guiding catheter ripped off. The user was able to deploy the stent by holding onto the black portion of the catheter. The stent was placed successfully. 291569. Stent obstruction caused by tumor ingrowth requiring placement of jpws. 302753.